Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site. The receiver stimulator had extruded. The device was explanted on (B)(6) 2021. The patient was not re-implanted with another device.

Event description:
Per the surgeon, a wound dehiscence was developed over the superior-anterior face of his device. It was also reported that (B)(6) (culture obtained) and the patient was treated with oral and topical antibiotics.